Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the tweezers on the prograsp forceps broke steel cable during procedure. The fragment was retired during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The task being performed at the time of the device breakage was a seizure. It is unknown what the surgeon believed was the cause of the instrument breakage. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or hard material during the surgical procedure. The fragments did not fall inside of the patient during an instrument/ tip accessory collision. The instrument was removed during the surgical procedure prior to the breakage with the wrist straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument the cannula. There was no damage to the cannula, or the instrument after the case. The fragments were retrieved with the instruments. It was confirmed by the surgeon that all fragments were retrieved. No additional surgical procedure was required to remove the fragments. There were no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure work was completed robotically with no injury to the patient. The patient had returned to the hospital due to experiencing any post-surgical complications related to the foreign object. The instrument is available for return; however, the fragment was discarded. There are no images of the device or video recording available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.